Event description:
It was reported that during an esophagectomy procedure, the blade was broken off during use. The broken piece was retrieved. Also an error code 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 03/02/2009. Information anticipated, but unavailable at this time.